Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a cause for the unspecified tissue injury cannot be determined. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, a second clip was inserted and grasping was performed. However, after grasping, it was observed mr increased. Therefore, the clip was retracted into the left atrium (la). Once in the la, a tear of the posterior leaflet was observed. The physician decided to remove the clip and treat the tear with a different sized mitraclip. The new clip was implanted without issues, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.